Manufacturer narrative:
The device was not available for evaluation, as it remains implanted in the patient; however, there is no allegation or indication of a device malfunction. Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in the edwards lifesciences ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case the cause of the cardiac conduction system disorder post valve deployment cannot be confirmed; however, per report the event was felt to be associated to the patient¿s pre-existing rbbb. It appears that the event was likely caused by the mechanisms explained in the technical summary mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
It was reported that the conduction system disorder which led to the ppm implant was a complete heart block.

Event description:
As reported to the edwards lifesciences sales representative, during a transapical tavr procedure, after the successful deployment of a 23 sapien valve in an intended 70:30 aortic position, the patient became pacemaker dependant. A permanent pacemaker (ppm) was implanted during the procedure. The patient came to lab with right bundle branch block (rbbb). The patient was stable at the end of the procedure.